Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that following a recent pump software update, the patient experienced multiple cassette empty alarms, perceived over- and under-delivery of insulin, elevated blood glucose of 357 mg/dl, and leakage at the cassette-to-tubing connection requiring infusion set replacement. The patient declined troubleshooting, requested replacement cassettes, and agreed to return one cassette for evaluation. There was patient involvement and no reported patient injury.